Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection and perforation occurred. The target lesion was 90% stenosed and located in the proximal circumflex. Following atherectomy treatment, a type d dissection was noted. Following balloon inflation and stent placement, a perforation was observed. The perforation was treated with a covered stent. An echocardiogram was performed at the conclusion of the procedure an no pericardial effusion was noted. The patient was in stable condition following the procedure.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation and myocardial infarction are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction and perforation.